Event description:
The rptr relates that the following scenario has occurred twice. While moving a pt on a volume ventilator, the drain valve opened. The open valve caused a rapid decrease in circuit pressure since the air was exiting through the open valve, therefore the pt was not being ventilated. The problem was corrected with no harm to the pt. The rptr feels the drain valves open easily which leads to accidental opening. He states the water traps came from separate lots.